Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer's representative (rep) regarding a patient who was receiving 4000mcg/ml compounded baclofen at 995mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that an alarm was heard. The patient went to the emergency department because they were far away from a clinic. It was reported the alarm was a critical alarm. It was reported the patient was asymptomatic. It was reported the low reservoir alarm date was (B)(6) 2017. No programming had been done since the last pump refill which was in the first part of(B)(6) 2017. The patient's refill interval is 76 days. The patient travels to (B)(6) for the pump refills. The hcp reported they had baclofen shipped overnight and they were going to replace the baclofen and refill the pump this week it was stated the patient's pump had an elective replacement indicator of 12 months. The patient had no recent medical procedures or magnetic resonance imaging scans. It was confirmed that the pump went through a low battery reset. No surgical intervention had been planned at the time of the report. No further complications were anticipated/reported.